Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump started to do rewind process when customer did not input anything. Customer wanted to put the keypad lock and noticed the piston was rewound. The device doesn't administer the right amount of insulin at all times. Customer's mother wanted the device replaced did not feel safe with the product. Customer's mother declined to provide customer's blood glucose level. No further information reported.

Manufacturer narrative:
There is no data available due to the insulin pump being received without a battery installed. No rewind anomaly could be verified. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and they were verified in the daily total screen. The insulin pump was then programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly was noted. No unexpected rewind anomaly was noted during testing. The insulin pump had a cracked reservoir tube lip.